Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. The pump was received with all operating currents within specification and passed the functional testing, including the rewind, self-test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was also programmed with a test glucose meter, and the pump communicated properly and recorded the 37 mg/dl value properly from the glucose meter. The pump had minor scratches on the lcd window, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have meter issues. Customer's blood glucose was 50 mg/dl to 60 mg/dl. Customer declined troubleshooting. Customer agreed to return the device for analysis.